Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he ate his lunch and his blood glucose was 422 mg/dl 2 hours after eating. Customer was assisted with checking the active insulin and bolus history. It was found that the customer had administered a .400u bolus. Customer stated that he must have miscalculated his carbs. Customer had no recent alarms that could lead to high blood glucose. Customer did not want to waste too many strips. Customer stated that he only has one kidney. Customer was advised that high blood glucose are never okay and was advised to speak to their health care professional. Customer stated that he feels okay.